Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported fluid leaked from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Manufacturer narrative:
Manufacturer report number 9616066-2018-00929 for lot # 18015153 is associated with the new manufacturer report number for 9616066-2018-01540.

Event description:
The customer reported fluid leaked from the pca tubing at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.